Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue: since the patient started using pump about 2 years ago, he has had 3-4 cartridges that have leaked from the body of the cartridge, most recently about 6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the cartridges are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.